Event description:
It was reported that the pt received an acetabular cup on his left hip in 2007 (exact date not reported) and underwent revision surgery in (B)(6) 2012 due to loosening and pain.

Manufacturer narrative:
The specific device for this case has been returned and investigated with the following result: the investigation of the retrieval did not reveal any product defects besides some signs of wear and damages through the revision surgery as well as signs of loosening. With the info provided and the investigation result, it is still not suspected that a product failure lead to the alleged event and that this case is related to cases where the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective actions, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in 07/2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).